Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor reset during evaluation at the distributor. The cause for the failure was isolated to an intermittent j1 battery connector. The root cause for the defective j1 connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.